Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the battery was replaced. A system checkout was performed and the system is working as intended. The battery was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Prior to testing, the battery was connected to a known good uninterruptible power supply (ups) and allowed to fully charge. Under battery power and with a load applied consisting of a 500w lamp, the ups shut down in nine seconds. The battery should be able to power this load for a minimum of three minutes. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the battery will only hold a charge for about 30 seconds. No patient was present at the time of the event.